Manufacturer narrative:
(B)(4). The device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported needle to cuff miss appears to be related to interaction with the patient calcification. The treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. The other proglide referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement with four proglide devices was attempted in the right common femoral artery using the preclose technique prior to a thoracic aortic aneurysm (taa) procedure. The arteriotomy was 6fr. When the first and second proglides were used, anterior cuff misses were noticed. The sheath was upsized to 22fr and the taa procedure was completed. Hemostasis was achieved with two proglides. The physician is reportedly trained in the use of the proglide device and established in the preclose technique. There were no adverse patient sequelae reported and no clinically significant delay in the procedure. No additional information was provided.